Event description:
An endurant stent graft system was selected for use in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology was not reported. It was reported that in preparation to resolve an aaa via evar procedure, the physician could not irrigate the delivery system. After trying several times to irrigate the device, the physician elected to feed a lunderquist wire through the device, and material ("plastic") came out of the lumen of the taper tip. The device was not used in the procedure or inserted in the patient. There was no reported damage to the packaging, or to the device. Additionally the foreign matter that was flushed out of the lumen was requested for return, but is not available. Evaluation summary: the stent graft was still loaded in place. There multiple kinks on the sheath at 10.5, 11.5, 14.5 and 16.5mm. The kinks were determined to be due to the return packaging. There was a 1mm gap between taper tip and the graft cover. The external slider was retracted 2mm. During evaluation, a 0.35" guidewire passed fine through the guidewire lumen after the sheath was straightened to overcome the kinks. The wire lumen flushed fine without resistance. The nature of the reported foreign material that was blocking the wire lumen could not be determined as the material was not returned for analysis.

Manufacturer narrative:
(B)(4). Evaluation results and conclusion: cause of event is unknown.